Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the right ventricular (rv) lead was noted have over-sensed noise. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.